Manufacturer narrative:
Investigation of the complaint product revealed that the catheter was partially cut before separating into two pieces under tension. It is reasonable to conclude that the catheter failure is not related to the manufacture of the device.

Event description:
A 6.5fr medela polyurethane enfit feeding tube broke during use at the 15cm mark.